Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Partial lead was returned for analysis. Visual inspection found external insulation abrasions. The rv and re cables were exposed and one of the cables was melted. The etfe coating on one of the re-cables was compromised, causing the noise problem. The etfe coating on one of the svc cables was also compromised. These abrasions were consistent with friction to the ICD can.

Event description:
It was reported that during a routine follow-up, multiple aborted charges were observed on the device image. During arm movements noise was reproducible. Lead damage suspected.